Event description:
The patient had been admitted to the ICU for sepsis. Upon interrogation, the programmer displayed an error message stating the device had entered a hardware reset. No defib capabilities were available. As a result, the device was explanted.